Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a routine pocket revision procedure. Prior to procedure, it was noted that the patient's implantable cardioverter defibrillator had migrated in the pocket. The device was removed and replaced. The patient had no consequences.

Manufacturer narrative:
The reported field event of device migration was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.